Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture date: nov 12, 2004. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while performing a suprapatellar tibial nailing procedure the surgeon had inserted the tibial nail and while attempting to drill for the proximal interlocking screws, the drill bit hit the nail. The surgeon was concerned there was an alignment issue with the synthes aiming devices. The surgeon then attempted to drill for another interlocking screw and was successful. Upon addressing the previous screw, she attempted to drill again and was successful in drilling and placing the screw. The patient also had a distal fibula fracture. While trying to place a bone clamp around the fracture, one tip of the reduction forceps broke off. The fragment was retrieved and discarded. There was a two (2) minute delay due to the reported event. The surgery was completed successfully with another clamp. The patient postsurgical outcome was reportedly fine. Concomitant devices reported: tibial nail (part #unknown, lot # unknown, quantity 1), drill bit (part #unknown lot #unknown, quantity 1). This report is 3 of 4 for (B)(4).